Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a safety needle. The customer stated that when she went to activate the safety needing using the flat surface activation method the safety shield came off the device.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.